Manufacturer narrative:
Investigation - evaluation: a review of the dimensional verification, complaint history, device history record, IFU, documentation, quality control and a visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device confirmed that the flare had separated from the sheath tubing. When the sheath tubing was removed, the strain relief sleeve remained connected to the check-flo assembly. The check-flo assembly was broken apart, and the flare was noted to be within the strain relief sleeve. Additionally, a document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, it is feasible to suggest that a significant amount of force had been applied during manipulation of the device however, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported during a transjugular intrahepatic portosystemic shunt (tips) procedure of a (B)(6) year old female, with pre-existing cirrhosis, when the physician injected the sheath and began moving it up and down the black sheath separated from the joint of the head. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.